Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the hm12 product that may have contributed to the infection.

Event description:
Intermittent catheter patient (user) said he was recently treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, finished the course of antibiotic, and feels fine again.